Manufacturer narrative:
A field service engineer (fse) replaced the canisters.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding cracked hydro canister lids of the waste exit. Sumps on the unicel dxc 800 synchron clinical systems. No injury was reported and no personnel were exposed to chemical or bio-hazardous material.